Manufacturer narrative:
(B)(4), product did not function as intended. Event is under investigation at this time.

Event description:
On (B)(6), the physician placed a shiley trach tube using a cook blue rhino perc trach introducer tray at the bedside of a pt in the ICU. Within one hour after insertion, the pt was observed not ventilating well as evidenced by peak pressures and 90% spo2 saturation rate on 100% oxygen. The "team" assembled back at the pt's bed to figure out what was happening with the pt's saturation levels. Many events happened at the time including loosening the airway and ultimately resulting in the pt experiencing cardiac arrest. On (B)(6), the family made an informed decision to stop ventilation, due to the mentation changes in the pt. The pt passed away thereafter. Additional info was received on 05/20/2010 (from the medwatch report). On (B)(6) 2010 a pt (B)(6), an (B)(6) male, was admitted to the hospital with increasing shortness of breath and palpitations. His history was significant for t-cell lymphoma, status post chemotherapy. During the course of the hospitalization, the pt's respiratory status declined to the point where developed respiratory failure. On (B)(6)2010, the physician ordered and performed a tracheostomy placement while the pt was in the ICU as a result of the pt's worsening pulmonary status. The #8 shiley tracheostomy tube was packaged as part of a trach kit provided by cook medical and was a cuffed shiley tracheostomy kit which our tracking system shows to have been lot# 2438887. The trach was explanted and replaced by another trach tube by the physician as a result of inexplicable air loss which was noted by nurses and respiratory therapists after the trach tube was initially placed. During the process of explanting and replacement, the pt developed worsening respiratory distress, cardiac arrest and CPR was initiated. Unfortunately, the pt passed away on (B)(6) 2010. The hospital received notice of a recall cook tracheostomy kits, lot# 2438887, after this event. The pt experienced cardiac arrest - the family made an informed decision to stop ventilation due to the mentation changes in the pt; the pt passed away thereafter.